Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the county sheriff that the customer passed away in an unknown location. The cause of death was still unknown. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It was unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer's next of kin suspected that the insulin pump had been disconnected in an unknown time frame prior to passing, and this may have resulted in diabetic ketoacidosis. It is unknown if the customer was using sensors. No further information was provided. The caller declined to return the insulin pump for analysis.